Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was in an implant procedure and getting high impedance with #2. All bipole pairs with #2 were >4000 ohms with c/2 = 2111. The caller had rechecked impedances and they had removed the lead, wiped it down, and reinserted. None of these had resolved the issue. There were no issues inserting the lead into the ins. These were all brand new components. Other pairs were normal range (case value with one of the other electrodes was 826 ohms and other bipole pairs were 2000 ohms or less). Lead testing done prior to connecting to the ins all showed motor response. Checking for motor response with #2 while the lead was connected to the ins was reviewed with the caller. The caller would discuss this option with the heal thcare provider (hcp) and would work with them further on next steps. The help line reviewed worst case that they could not use #2 for programming, but that it was more likely temporary high impedance. There were no patient symptoms or further complications reported at this time. 2022-jun-14 rtg0314941 (rep): additional information was received from a manufacturer representative (rep). The rep reported that an hcp was involved in the event. When asked about the outcome of the event regarding whether or not the impedances resolved post-op (if known), the rep responded the impedance was indeed clear when they ran it again in post-op. They ran it twice just to be sure. All electrodes had green checks. 2022-jun-20 e1 (hcp, rep): additional information was received from a healthcare provider and manufacturer representative (rep). When asked to clarify if the hcp involved in the event had reported the issue to them, or if they had discovered the impedance issue, they responded they (the rep) had discovered it. When asked if the cause of the intra-operative high impedance issue was determined, they stated they believed the pocket was not closed enough causing impedance issues. When asked what most likely caused or contributed to this issue, they responded, "the ipg [implantable pulse generator] not sitting in the pocket properly." When asked what steps were or would be taken to resolve the issue, they stated immediately following the procedure, they ran an impedance check in post-op to make sure there were no issues. They had all green checks and there were no impedances. This was on 2022-jun-13, the day of the implantation.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.